Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that water leakage occurred between the vitrectomy cassette and holder where it was inserted during calibration. The surgery was completed after replacing it with new cassette. There was no patient impact.